Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose of 51 mg/dl after announcing a meal and eating slowly, with blood glucose decreasing before rising, and treated the event with oral glucose tablets. Symptoms included hypoglycemia. Outcomes included approximately 20 to 25 minutes of blood glucose outside the target range without medical intervention. Investigation included troubleshooting and education regarding meal announcements and timing. Investigation of this case revealed an unclear cause of hypoglycemia, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.